Event description:
It was reported via phone call by diabetic educator that customer was hospitalized with diabetic ketoacidosis. It was reported that customer was not able to retrieve settings due to insulin pump being stuck in rewind mode. Caller was transferred.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.